Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reading from patient's meter, 11.7 mmol/l, was compared to a second reading from the same meter, 32.7 mmol/l, within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.